Event description:
It was reported that the customer had unexplained high blood glucose of 281 mg/dl. It was stated that the customer was experiencing nausea and vomiting. Troubleshooting was performed. The bolus and basal matched with the daily totals. Programmed a bolus and the insulin did exit, and it was registered in the bolus history. The high pressure test could not be performed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a liquid crystal display missing segments. Problem isolated with the liquid crystal display board. The device was unable to prime during the prime test as a result of a loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.